Event description:
A patient reported blood glucose results of 103 mg/dl with a lifescan meter and 210 venous lab draw possibly performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of < 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of accuracy. The product passed quality control tests by patient. No treatment or medical intervention occurred.